Event description:
In 2008, pt went to or for arthroscopy to right shoulder with possible labral repair. During surgery, the tip of the grasper broke off into shoulder during repair. The piece that broke off was not found.